Manufacturer narrative:
The t:slim pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump shut off overnight. Reportedly, the customer received the proper alerts and alarms prior to the pump shutting off and did not charge the pump. The customer's blood glucose level was over 500 mg/dl. The customer administered a manual injection. Tandem technical support advised the customer to charge the pump daily.